Manufacturer narrative:
(B)(4).

Event description:
It was reported when a patient presented to the clinic for a routine follow-up, the device was competitive atrial pacing due to inappropriate auto mode switching episodes. A programming change was made. No patient symptoms were detected.